Event description:
Customer reported the uom had changed on his unlocked freestyle flash meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaed glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. The 1301, 0300, 0015, 0204, 0800, 0806 errors were not found in error log. E3/ e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.